Manufacturer narrative:
(B)(4). Concomitant medical products: mlry-hd por fmrl 12x165mm, item no: (B)(4), lot no: 039480; 28mm mod hd std neck tp1 taper, item no: (B)(4), lot no: 00j2950493. (B)(4). Customer has indicated that no further information is available. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement . Subsequently, a revision procedure was performed due to loosening. No further information is available.